Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Unrecoverable low effluent pressure alarms occurred at the end of a routine hemodialysis treatment. The operator was not able to complete manual rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not being unable to perform manual rinseback procedures, possibly due to clotting of the circuit. Review of the pt treatment files indicate the alarms were likely triggered by the operator. There is no evidence of a device malfunction. Facility staff has reviewed the event with the operator and provided add'l training regarding treatment procedures. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.